Manufacturer narrative:
Ethnicity: unknown/information was no provided. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye due to a myopic shift. A non-johnson & johnson lens was used as a replacement. The patient was not put on any medication outside the regular standard of care. However, they are on blood pressure and asthma medication. There were no surgical interventions such as capsule tear, vitrectomy, or sutures required. Reportedly, post-operatively the patient is much better. No further information was provided.